Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care.

Event description:
It was reported from the site that the patient underwent a pump exchange due to chronic driveline and abdominal infection. It was stated by the physicians that there were no suspicions of suspected pump thrombus or failure. It was also stated that the procedure was "smooth" with no flow settling. It was further stated that the site does not believe there were any defect or performance issue with the left ventricular assist device (lvad) pump. It was stated that the site is not returning the pump. The pump and driveline will be disposed of per the implanting centers internal policies. No additional information available.